Event description:
Two weeks post implant, the patient presented to the clinic due to a sudden onset of bleeding from the pacemaker pocket. The patient was afebrile upon compression with large amounts of blood and some white exudate coming from the pocket. Two days post implant, the patient presented with a large hema- toma. The pocket was drained with no further complications. However, three days after this visit, the patient was in an auto collision and sustained a mild cardiac contusion.

Manufacturer narrative:
No medwatch form was received.